Manufacturer narrative:
One non sterile enterprise vrd and delivery was received in a plastic bag. The guidewire was broken on its distal end and the matting part was not received for analysis. The stent was completely loaded in the introducer tube. The unit was sent to sem analysis to determine the cause of the fracture and chemical composition of the foreign matter. (B)(4). Results showed that the core wire presented evidence of smearing and ductile dimples characteristics, which suggests that reverse bending and/or pulling could be related to these surface characteristics; however the exact cause of the possible separation could not be conclusively determined. Cutting as the root cause was discarded since the fracture sites did not present any characteristics typical of this failure mode. Note: cordis lot # 1425065 is lake region lot #01425065. Per lake region report (B)(4), lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01425065. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 150 units, which were shipped from lake region medical on (B)(6) 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer as: "delivery wire - fractured-separated/prior to use" was confirmed due to the received condition of the product. According to sem analysis results, reverse bending and/or pulling could be related to this fracture condition; however, the root cause of this failure cannot be conclusively determined. Moreover a portion of foreign matter was observed on the guidewire, (B)(4). This failure mode does not appear to be manufacture related. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Note: cordis lot # 1425065 is lake region lot #01425065. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01425065. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 150 units, which were shipped from lake region medical on july 30, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 das of receipt.

Manufacturer narrative:
Additional information indicated that the distal tip was trapped in the plastic loop, but the product was not pulled forcefully from the plastic loop or within the enterprise introducer. Additionally, the package was opened and during flushing found the wire was noted broken. The device was not removed from the hoop by grasping the proximal end of the introducer and the delivery wire at the point where it exits the introducer and the wire and introducer held together to prevent stent movement. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Prior to use in the patient, the enterprise vrd was flushed and at this time it was noted that the delivery wire tip was broken into two pieces and it could not be used. Another device was used to complete the procedure. It was reported that nothing occurred during removal from the plastic that contributed to the event; however, it was reported that the distal tip of the delivery wire was trapped in the plastic loop. The product was not pulled forcefully from the plastic loop or within the enterprise introducer. The product was not exposed to any sharp object. The product was new and was stored per labeling instructions. Prior to removal, the product outer or inner package were no damaged. The device had not been removed from the hoop by grasping the proximal end of the introducer and the delivery wire at the point where it exits the introducer. Other than the reported event, no other damages were noticed on any other section of the device. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01425065. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. One non sterile enterprise vrd and delivery was received in a plastic bag. The delivery wire was broken at its distal end and the mating part was not received for analysis. The stent was completely loaded in the introducer tube. The unit was sent to sem analysis to determine the cause of the fracture and chemical composition of the foreign matter found on the device. Results showed that the light colored deposited material was composed of (B)(4). The solder alloy used in the distal and in the proximal joints is (B)(4). This finding does not appear to be manufacture related. Root cause investigation has previously determined that the noted foreign material is due to a post use/decontamination chemical reaction with no potential effect to the patient or procedure. Sem results showed that the core wire presented evidence of smearing and ductile dimples characteristics, which suggests that reverse bending and/or pulling could be related to these surface characteristics; however the exact cause of the possible separation could not be conclusively determined. Cutting as the root cause was discarded since the fracture sites did not present any characteristics typical of this failure mode. The reported separation of the enterprise delivery wire was confirmed with analysis of the returned device. Although the root cause of the event could not be conclusively determined, based on the sem analysis results, reverse bending and/or pulling could be related to this fracture condition. Based on the available information the timing of the event and impact of prepping of the device cannot be determined. With review of the analysis, procedural handling may have impacted the event. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. In addition the device history records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time.

Event description:
Prior to use in the patient, the enterprise vrd and delivery deliver system tip was broken into two pieces in the protective plastic loop, and it could not be used. Another device was used to complete the procedure. The broken/separated parts and entire system is not going to be returned for analysis. Nothing occurred during removal from the plastic that contributed to the event, but the distal tip was trapped in the plastic loop. The product was not pulled forcefully from the plastic loop or within the enterprise introducer. The product was not exposed to any sharp object. The product was new and was stored per labeling instructions. Prior to removal, the product outer or inner package were no damaged. Other than the reported event, no other damages were noticed on any other section of the device.